Manufacturer narrative:
The product under investigation is not a serviceable device. Therefore, a service record review was not performed. No further information was able to be obtained from this customer. With no additional, related information provided, the customers¿ reported event was not able to be confirmed. The manufacturing device history record (DHR) was reviewed. The DHR was completed and reviewed by quality assurance (qa) to ensure that the product was manufactured in compliance with the device master record. Based on qa assessment, the product met specifications. Based on the information obtained, the root cause of the reported event is inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. Similar incident/event data was collected for the associated reported events. Quality assurance will continue to perform periodic monitoring for evidence of adverse trending. And take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A healthcare professional reported that there was no phacoemulsification (phaco) power from the ophthalmic handpiece during phacoemulsification (phaco) phase of a cataract procedure with intraocular lens implant (iol) procedure. The procedure was completed with another handpiece. There was no patient harm.